Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during knee arthroscopy with 4 mm aggressive blade the surgeon had by the first random a bigger part of metal abrasion. It is unknown was surgery delayed due the reported event or not. The case completion details and outcome of the patient are unknown. It is unknown about the medical intervention requirement. Additional information received from the affiliate stated that there was a 5 minute delay due to the event. The affiliate also reported that there is no known impact to the user and the procedure was completed using another readily available device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the surfaces of the inner blade and outer hub were scratched in the lateral direction. To test the functionality of the device, the inner blade was rotated in both directions. From this operation, no notable resistance was detected. Per the IFU, proper irrigation must be maintained while the device is in use. If proper irrigation is not maintained, excessive friction can occur between the inner blade and the outer hub therefore causing metal particulate shedding. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.